Manufacturer narrative:
Investigation summary: the device history record (DHR) file was reviewed, and no discrepancy was found according to the failure mode reported. Physical sample was not returned. Photos of the packaging was provided however, based on the images it is not possible to confirm the reported condition. If a sample is received at a later date the investigation will be updated. The exact root cause could not be determined at this time. Functional inspection is performed during the manufacturing process with acceptable results according to quality standard requirements. No action plan is deemed required. The current process is running according to product specifications, meeting quality acceptance criteria. The manufacturing site will continue monitoring the process for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that a nurse in the nicu found a defective orogastric (og) tube. Per additional information provided by the customer, the nurse pushed air into the og once it was inserted to ensure it was in the proper placement and could be heard in the stomach but was unable to hear the air. The rn removed the og tube from the patient and attempted to push water through the og at the sink area. The water passed easily through the tube but the base of the tube, that would be in the patient's stomach, was slightly bent so the rn assumed that was the issue. The nurse discarded and replaced the feeding tube with no issues. There was no patient harm and no change in the medical treatment/interventions given.